Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness (chronic fatigue, tenderness on right upper quadrant), and right side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with generalized illness (chronic fatigue, tenderness on right upper quadrant), and right side breast implant rupture postoperatively. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.